Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a procedure to revise another lead, the right ventricular lead exhibited intermittent capture and high impedance. The lead was explanted and replaced.